Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tube. On (B)(6) 2024 it was reported that the patient had the peg-j replaced on (B)(6) 2024 due to patient experienced a bezoar.